Event description:
I have had many side effects since the beginning. Chronic and severe fatigue, painful intercourse, chronic pelvic pain, headaches and migraines, back pain, hip and joint swelling and pain. Severe abdominal bloat, significant weight gain, abnormal bleeding, missing periods, ringing in the ears. Depression, anxiety, low blood sugar, hair loss, tooth decay. Brain fog/forgetfulness, epilepsy with no family history.